Manufacturer narrative:
(B)(4). Multiple attempts to obtain additional information were not successful. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that after the microsensor was connected with the icp, the microsensor could not be zeroed. The physician found that the tip of the microsensor was broken. The microsensor was changed with another one that was able to be zeroed. The event took place during the procedure and there was a 30 minute delay however, no adverse consequences.